Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that when they downloaded the insulin pump the date and time cleared to reflect (B)(6) 2012. Customer's blood glucose level was 46 mg/dl. The customer treated his low blood glucose level with glucose gel. His blood glucose level came up to 67 mg/dl. The device was not returned.